Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr ous 2.75 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damaged with struts in mid-section lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 11 may 2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. Pre-dilation was performed with 2.5 x 20mm balloon catheter. A 2.75 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.